Manufacturer narrative:
Concomitant medical product(s): dtmb1d1 ICD, implanted: (B)(6) 2017; 419388 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing that was noted on a high rate non-sustained episode. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was seen in clinic and t wave over-sensing was not seen.